Event description:
It was reported that a malfunction alarm, malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues reappeared, which they acknowledged and understood.